Event description:
Medical doctor was performing the procedure according to IFU. The medical doctor put the introducer needle in raulerson syringe, and it was loose. A new kit was used to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with one introducer needle and arrow raulerson syringe (ars) for evaluation. The introducer needle was returned attached to the ars. Visual inspection was performed and no issues were identified. The introducer needle required normal force to be removed from the ars syringe. The ars and needle were used to aspirate and purge water. No issues were identified. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "aspiration with spring-wire guide in place will cause introduction of air into syringe. Precaution: to minimize the risk of leakage of blood from syringe cap do not reinfuse blood with spring wire guide in place." The customer report of the syringe/needle connection not being secure was not confirmed during the complaint investigation. The returned ars and needle were visually and functionally evaluated and no issues were identified. A device history record review was performed and no issues were identified. As no problem was found with the returned sample, no further action shall be taken at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: md was performing the procedure according to IFU. The md put the introducer needle in raulerson syringe, and it was loose. A new kit was used to finish the procedure.